Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 257 mg/dl on the night prior to the call. The customer change the infusion set in the morning, and 1.5 hours later, the blood glucose rose to 287 mg/dl. He changed the complete set and had carbohydrates. The customer's most recent blood glucose was 457 mg/dl, which was treated with manual injection. He noted that he was blind and did not know whether the insulin pump was functioning. He was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime; he stated that insulin exited at the quick release. He performed the high pressure test and was advised to change the infusion set and use the same reservoir that had 80 units of insulin left.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.